Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her unit taken out in the first month as the leads would come undone. The patient instead used a pain pump. Additional information was requested, if received a follow up report will be sent.